Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that core lab image review of the 180-day follow-up dsa images from on (B)(6) 2022 noted r&r class 3 "better." However, it was also noted there was "slight intimal hyperplasia proximally" and the site noted parent artery stenosis of 0-25%. No additional medical intervention was reported. No device malfunction or deficiency was noted. The patient had the pipeline vantage stent implanted to treat an asymptomatic unruptured saccular right internal carotid artery (ica) c6 segment aneurysm. The aneurysm max diameter was 4.8mm with 3.8mm neck. Additional information received reported that at year 1 follow-up dsa/3d dsa/flat panel cta imaging on (B)(6) 2023, raymond & roy occlusion is class 3. No associated symptoms or actions taken have been reported by site. Additional information received reported per site update fup imaging at year 2 from on (B)(6) 2024 showed r&r score of class 3. Additionally, the site reported aneurysm retreatment on (B)(6) 2024. The reason for retreatment was indicated to be residual aneurysm and residual neck.

Event description:
Medtronic received report that core lab image review of the 180-day follow-up dsa images from 21-oct-2022 noted r<(>&<)>r class 3 "better." However, it was also noted there was "slight intimal hyperplasia proximally" and the site noted parent artery stenosis of 0-25%. No additional medical intervention was reported. No device malfunction or deficiency was noted. The patient had the pipeline vantage stent implanted to treat an asymptomatic unruptured saccular right internal carotid artery (ica) c6 segment aneurysm. The aneurysm max diameter was 4.8mm with 3.8mm neck. Additional information received reported that at year 1 follow-up dsa/3d dsa/flat panel cta imaging on (B)(6) 2023, raymond <(>&<)> roy occlusion is class 3. No associated symptoms or actions taken have been reported by site. Additional information received reported per site update fup imaging at year 2 from (B)(6) 2024 showed r<(>&<)>r score of class 3. Additionally, the site reported aneurysm retreatment on (B)(6) 2024. The reason for retreatment was indicated to be residual aneurysm and residual neck.

Manufacturer narrative:
H6 coding corrected based on all available information. No new information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received correcting that the aneurysm was located in the left hemisphere. Additionally, per site aneurysm follow-up imaging crf, year 3 3d dsa/dsa imaging on (B)(6) 2025 showed raymond and roy occlusion class 3. No symptoms or actions taken were reported in association with this year 3 imaging finding. Additionally, the site previously reported aneurysm retreatment on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Regarding the asymptomatic residual aneurysm on 2 years follow up, the reason for the residual aneurysm was not known, and it was retreated using a pipeline flex device.

Event description:
Additional information was received reporting target treated aneurysm retreatment on (B)(6) 2024. This adverse event (ae) resulted in new hospitalization from (B)(6) 2024. Ae did not result in treatment in another manner, blood transfusion, percutaneous intervention, physical therapy, surgical procedure, or any concomitant or additional treatment being given. The outcome status is recovering/resolving, outcome date (B)(6) 2024. Ae did not result in a diagnostic procedure or test being performed. Ae occurred pos t-procedure. Ae had a causal relationship to the disease under study. Ae did not result in a new or worsening of existing neurological deficits. The target aneurysm was not occluded by initial procedure. The site assessed this event did not lead to congenital anomaly, death, or disability, and was not considered life-threatening. This event led to hospitalization and medical intervention. The site assessed as probably related to the antiplatelet medication, study device pipeline vantage and study procedure retreatment procedure, and not related to the study ancillary device. The sponsor assessed this event as possibly related to the study procedure and causally related to the study aneurysm embolization device. The reason for retreatment was residual aneurysm, residual neck. The device was successfully implanted, wall apposition was achieved, no side branches covered by the pipeline device. The patient was undergoing surgery for treatment of a sidewall aneurysm. Aneurysm dome height: 4.4mm. Aneurysm dome width: 4.8mm. Parent artery diameter distal to aneurysm: 4mm parent artery diameter proximal to aneurysm: 4.1mm. There was significant stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.